Manufacturer narrative:
Submit date: 1/25/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that they were unable to adjust the volume, the pump failed to alarm, and the unit did not beep at start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, "unable to adjust the volume, the pump failed to alarm, and the unit did not beep at start up.¿ the unit was triaged and the customer¿s reported condition of 'no audible alarm' was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.